Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based the additional information provided by the complainant, applied medical determined that this event is not reportable as trocar slippage is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: ni. Event description: [translation] the blue ring that secures the trocar in place has been loose in some trocars and, in at least one case, has come loose into the patient's abdominal cavity when the trocar was removed. At that time, the trocar was 5 mm; this reference is for a 10 mm trocar, so the problem affects both sizes. This is a complaint about a product you have supplied. Unfortunately, the defective product cannot be returned to the supplier. Please replace the defective products with non-defective products at your own expense. Please discuss the matter with the contact person at the product location unit and keep [hospital] informed of the measures taken until the matter has been resolved. We expect you to respond to this complaint within five business days and take the necessary measures within the specified time frame. Please reply to this message, retaining all recipients in the message chain and the message subject line. Additional information received from applied medical representative via pcf on 25sep2025: the trocar was put on place and the retention disc was pressed towards the skin. The disc was loose (not maintaining the cannula position). Additional information received from applied medical representative via email on 09oct25: unfortunately all the information I have concerning about this case is that the blue retention disk doesn`t fix the trocar in place. It allowed the trocar (5x100mm) movement. The rest of the information you asked from that retention disk does not include in this case. So I don¿t have mentioned it either in the pdf I have submitted. That case seems to hear and no one knows when or what really happens. So this is why I don´t have more information of that either. Additional information received from an applied medical representative via clinical development team member via email on 14oct2025: there was one 5 mm trocars indeed having an issue with the retention disk coming loose, because of this the trocar did not fixate probably anymore. There was also another complaint regarding a 10 mm trocar and the possibility that the retention disk may have ended up in the patient. This complaint contains a lot of uncertainty, and the customer was unable to provide more details, as it was also unclear to them where the complaint originated from. The team members reached out to the head nurse about this. However, the head nurse did not know which procedure it was related to, which staff members were involved, and was also unsure whether an applied product was involved. This uncertainty was further reinforced by the fact that the trocar mentioned in the complaint was a 10 mm model, which we do not offer. The field team members mentioned that, in their impression, this complaint seemed to be hearsay from the logistic warehouse (the department that also initially reported the complaint). Additional information received from an applied medical representative via email on 15oct2025: to the tm knowledge respective hospital does not use kii 11mm trocars at all. Patient status: patient is ok.

Event description:
Procedure performed: ni event description: [translation] the blue ring that secures the trocar in place has been loose in some trocars and, in at least one case, has come loose into the patient's abdominal cavity when the trocar was removed. At that time, the trocar was 5 mm; this reference is for a 10 mm trocar, so the problem affects both sizes. This is a complaint about a product you have supplied. Unfortunately, the defective product cannot be returned to the supplier. Please replace the defective products with non-defective products at your own expense. Please discuss the matter with the contact person at the product location unit and keep [hospital] informed of the measures taken until the matter has been resolved. We expect you to respond to this complaint within five business days and take the necessary measures within the specified time frame. Please reply to this message, retaining all recipients in the message chain and the message subject line. Additional information received from applied medical representative via pcf on 25sep25: the trocar was put on place and the retention disc was pressed towards the skin. The disc was loose (not maintaining the cannula position). Additional information received from applied medical representative via email on 09oct25: unfortunately all the information I have concerning about this case is that the blue retention disk doesn`t fix the trocar in place. It allowed the trocar (5x100mm) movement. The rest of the information you asked from that retention disk does not include in this case. So I don¿t have mentioned it either in the pdf I have submitted. That case seems to hear and no one knows when or what really happens. So this is why I don´t have more information of that either. Patient status: patient is ok.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.